Event description:
It was reported that patient had an infection at the implant site. It was noted that patient incision open and fluid was drained. The patient was admitted to the hospital and was placed on antibiotics. The patient was doing well and wound was flushed and sutured.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6) /(B)(6). Batch: 7074136/7074814. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7080843. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 757651.